Event description:
It was reported that the pump had cassette sensor error. During investigation found the cassette sensor error and the event has been confirmed. This malfunction makes the event reportable. There was no patient involvement.

Manufacturer narrative:
Device was initially received for the complaint that the pump had cassette sensor error. During investigation found the cassette sensor error and the event has been confirmed. This malfunction makes the event reportable. Review of event log/alarm history found that high alarm displayed "cassette not attached properly". There was no 12-month service history reported. The visual and functional testing was performed. The reported problem was confirmed, and the probable cause of the reported problem was the contamination/dirt at dso sensor area. All functional test of the device passed after repaired.